Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as unidentified (tear) opening. ¿ delamination: no observed. As per the investigation procedure opening/creases/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported valve delaminated from shell. Device has been explanted and replaced.

Event description:
Healthcare professional already reported valve delaminated from shell. Device explanted.

Manufacturer narrative:
Clarification to d6a implant date: implant date was provided as (B)(6) 2007, but this is before the manufacturing date of the device. It has been removed from the record until clarification is received. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.